Event description:
Reportedly the pt underwent a CABG procedure. When the pt was being moved from the operating theatre they went into cardiac arrest. During manual resuscitation the surgical team noticed that pt was losing blood. The pt was brought back to the operating theatre and reopened. It was noticed that the anastomosis had opened. The suture knots were intact and the suture stitches were frayed. The pt subsequently expired. The clinical unit and hosp reports are not available for analysis.